Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient felt a small bump and rupture was diagnosed by mammography. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified, underweight, broken shell, missing a piece of shell (0-25%). A microscopic analysis was performed which identified, sharp broken on posterior and two striated openings on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on posterior assessed, as unidentified (tear) opening. Two striated openings on posterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Device has been explanted.